Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
The sales associate reported that when the surgeon went to implant the closure top into the pathfinder screw in the patient, it didn't seem to engage properly and was free spinning. The surgeon removed it. The closure top was not locking off in the screw tulip like the other ones that were implanted at the same stage of the case. Therefore, the surgeon used a different closure top which engaged, locked and torqued off like the other five closure tops used in the case.